Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information regarding a patient implanted for failed back surgery syndrome and spinal pain. It was reported that the patient had a power on reset (por) error after they had a CT scan on (B)(6) 2017. The patient was unaware that they needed to turn stimulation to 0v, and turn the device off for the CT scan. It was noted that the patient was unaware of the off button on their programmer. The por was cleared and the patient was reprogrammed to resolve the issue. The rep went over some user education with the patient, as well as informed them of the MRI mode. The patient is fine now, and the issue has been resolved. No further complications or patient symptoms were reported.